Event description:
An orsiro drug-eluting stent system was selected for treatment. The device could not cross a previous implanted proximal stent. After additional dilatation and use of a guidion hydro guideliner, the device could still not cross.

Manufacturer narrative:
Combination product: yes

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the cathlab report and the angiographic material provided were reviewed. The technical investigation revealed that the stent is mildly deformed in its distal portion. The stent is slightly opened at its proximal end whereas the proximal balloon shoulder is mildly kinked. The crimped diameter of the stent does not comply anymore with the specification. Stent imprints on the exposed balloon surface indicate that the bent struts were initially crimped on the balloon. In addition, a rather large amount of blue fibers was observed between the deformed stent struts and at the proximal end of the hypotube. On the hypotube also a metal spiral was found which does not belong to the instrument. Furthermore, several kinks were detected in both the hypotube and the distal device shaft. The angiographic material provided shows the target lesion (isr) in the proximal lad as well as its treatment with different balloons. The actual complaint event is not visible. Review of the angiographic material did therefore not lead to any further information regarding the nature of the complaint. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.